Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device analysis: the device was returned for analysis. Functional testing revealed that the drawer failed to open upon power-up. This confirms the reported allegation that the device drawer could not be opened. The drawer assembly was disassembled, and examination identified that the lower harness assembly was slightly bent, preventing the drawer from opening as intended. The lower harness assembly was replaced with one from a known good (golden) drawer, and subsequent functional testing passed all steps. Based on these findings, the damaged lower harness assembly was determined to be the most probable cause of the complaint event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause traced to component failure.

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During device preparation, it was observed that the device drawer could not be opened. As a result, the procedure was cancelled. There were no patient complications as a result of this event. It was further reported that was discovered before the operation. The operation was not performed and the patient was not anesthetized.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During device preparation, it was observed that the device drawer could not be opened. As a result, the procedure was cancelled. There were no patient complications as a result of this event. It was further reported that was discovered before the operation. The operation was not performed and the patient was not anesthetized.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During device preparation, it was observed that the device drawer could not be opened. As a result, the procedure was cancelled. There were no patient complications as a result of this event.